Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: the total daily dose history for events on (B)(6) 2014 add up correctly and reflect the users programmed basal rate. There are no alarms related to the complaint noted in the alarm history; only typical usage observed. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The display screen has a pinkish contrast; the screen is still able to be read. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient and reporter contacted animas on (B)(6) 2014 reporting that the patient eats carbohydrates then gives a normal bolus then has a low blood glucose (bg) later. The patient had a bg of 28mg/dl. The reporter stated that the patient boluses themselves. Customer support (cs) reviewed with the reporter that the child should not be bolusing themselves and explained to the reporter to use the ezcarb and ezbg bolus features. Cs advised the reporter to check the patient¿s bg before meals, 2 hours after a carbohydrate bolus, and at bedtime. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.